Event description:
The customer contacted philips and stated that the he could not successfully calibrate the co2 functionality. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.